Manufacturer narrative:
The subject has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that black stains were found when opening the device package. The device was replaced and another one of the same product was used. The issue was found in preparation for a therapeutic procedure. There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. At the time of equipment evaluation, no stains were found on the device or sterility pack. The phenomenon may not be reproduced because the sterilization process was performed at the time of return, but since there is no evidence of dirt on both the device and the sterilization pack, it is possible that the event that occurred at the facility adhered after removal. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of stains on device or sterility pack could not be confirmed. However, it is noted per the DHR that a total quantity of 50 units were properly sterilized without and any rejected or scrapped. It is unlikely for the damages discovered to have occurred in the manufacturing site. Therefore, damages incurred may have been as a result of device transportation or customer use. Olympus will continue to monitor field performance for this device.